Manufacturer narrative:
E1: establishment name: (B)(6) country: (B)(6) street: (B)(6) city: (B)(6) state: (B)(6) post office or zip code: (B)(6) based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient was admitted to hospital greater than 24 hours on 23 apr 2026 due to hyperglycemia and diabetic ketoacidosis and was treated with injections.